Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last thursday had a regular chiropractic appointment and shortly after their appointment patient said that they started to experienced terrible cramps on their left side, where by the ins site and then said the pain went down their left groin and continues down their left leg. Patient said that yesterday started having difficulty walking. Patient said that their chiropractor is aware of implant and only works on patient's upper back however said that last thursday patient felt that the chiropractor pushed on patient's lower back. Patient said that when they went to recharge their implant yesterday noticed that the stimulation was off which it normally isn't when they recharge. Patient said that they charged the stimulation and since was having difficulty walking stimulation was turned off. Patient said that the pain has decreased somewhat however it is still there and patient said they really haven't been walking as much so doesn't know at this time if pain is the same while walking with stimulation off. Recommended patient keep stimulation off until medically assessed. The patient was redirected to their healthcare provider to further address the issue. Patient was also redirected to notify their chiropractor of the situation.